Manufacturer narrative:
An 0x18 alarm was generated, meaning "pod has reached empty reservoir". Reservoir plunger location was observed to be at 0%, confirming the device functioned as intended. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that on (B)(6) 2021 before 10:30 am their blood glucose (bg) levels were at 130 mg/dl the pod was being worn for 24 to 36 hours on the abdomen at this point. Patient stated that throughout the day the bg levels began to spike. Patient decided to go to the emergency room (ER) when they had levels of 660mg/dl. Patient was then treated with intravenous therapy with insulin. Hospital admission dates were from (B)(6) 2021- (B)(6) 2021.